Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an unspecified infection. The cause of the event was unknown. It was not reported if the patient was hospitalized. Treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.